Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent t-wave oversensing that resulted in delivery of inappropriate anti-tachycardia pacing (atp). Technical services (ts) discussed programming options. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).